Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the reported complaint. The instrument was found to have thermal damage at the tip. The instrument passed electric continuity. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument released energy and began arcing almost immediately on several attempts.

Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) instrument's tip was damaged. There was no report of patient involvement.